Event description:
Boston scientific crm received information that this recently implanted right ventricular lead was exhibiting higher threshold measurements during a device check. It was determined the lead had dislodged. The lead was explanted and successfully replaced with a new lead. No adverse patient effects were reported.

Manufacturer narrative:
The lead is scheduled to be returned. When additional information becomes available, this event will be updated.